Event description:
Baxter (B)(4) received a report that an infusor leaked after filling and before patient connection. The leak was noticed due to there being moisture in the housing. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Similar reports have been received for the reported problem. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.